Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
A33 alarm during the prime/a33 test at 4 lbs due to protruded/loose drive support disk. Insuiln pump received with cracked display window corners, reservoir tube lip and severly scratched display window.

Event description:
The customer reported that insulin squirted out during the manual prime process and the insulin pump alarmed as well was stuck in the rewind mode loop. The blood glucose reading was 130mg/dl. Troubleshooting was performed, and the drive support cap was protruded. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.